Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with dafilon suture. The client reported that the needle detached during intervention. Hand surgery. Delay, + x-ray for research. Further information has been requested.

Manufacturer narrative:
There are no previous complaints of any of the possible reference-batches. 12,744 units of batch 620243; 7,560 units of batch 620244; 10,188 units of batch 620315 and 12,660 units of batch 620323. There are no units in stock in b. Braun surgical's warehouse of batches 620243 and 620244. There are 420 units in stock of the batch 620315 and 84 units of the batch 620323. As no samples have been received we have reviewed the batch manufacturing records of the possible batches and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product batch 620315 ware 0.61 kgf in average and 0.57 in minimum and fulfilled ep specifications: 0.23 kgf in average and 0.11 kgf in minimum. Needle attachment strength results conducted on samples before releasing the product batch 620243 ware 0.57 kgf in average and 0.47 in minimum and fulfilled ep specifications: 0.23 kgf in average and 0.11 kgf in minimum. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.